Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 297 mg/dl (16.5 mmol/l) while wearing the pod between 24 and 36 hours. In addition the patient felt pain at the pod insertion site and upon removal of the pod the cannula was found to be bent and the patient was unsure if the pods cannula was properly inserted. As treatment, the patient applied a new pod.